Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a unknown procedure, a hole was identified in the bronchofibervideoscope's biopsy port channel. There was no report of patient harm associated with this event.